Event description:
During asnis 3 surgery, when the surgeon inserted the k-wire to the multi drill guide, the k-wire stuck inside the drill guide. Therefore, the surgeon changed the multi drill guide to the parallel guide.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.